Event description:
It was reported to philips that the allura device presented the error message "only partial geometry movement is possible" and that the arc would not move. The device was in clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during switch on for a planned treatment/non-emergency treatment. The procedure was delayed and completed using workaround for switch on the system. A philips field service engineer (fse) inspected the system onsite and confirmed that only partial geometry movements were possible and enable movement (enmv) request signal was active during system startup. Upon inspection, fse found there was an electronical failure at the switch in the geo module and geometry control was broken. Fse replaced the geo module. After replacement of the geo module, the system was returned to use in good working order.the codes were updated based on the investigation outcome.